Manufacturer narrative:
This is a reportable incident as patient necessitated medical or surgical intervention to prelude permanent impairment. The patient has a known bleeding disorder. As per the instructions for use of surgiflo¿ haemostatic matrix kit with thrombin the following is a stated precaution: surgiflo¿ should not be used for the primary treatment of coagulation disorders.

Event description:
A patient with hemophilia underwent surgery end of (B)(6) 2020 ((B)(6) 2020) for an unknown cause which involved cautery of blood vessels in the nose. The operation went smoothly until the staff had to replace a tamponade in the nose. It began to bleed profusely and surgiflo¿ haemostatic matrix kit with thrombin product code ms0012 was retrieved. User experienced device failures and retrieved a new surgiflo¿ haemostatic matrix kit with thrombin product code ms0012 which was used to aid in achieving haemostasis. Patient's haemostasis was managed with diathermy and then surgiflo¿ haemostatic matrix kit with thrombin product code ms0012. Due to the profusely bleeding, the patient bled a total of 1.2 liters and had to be admitted to the intensive care unit postoperatively. Country of event: (B)(6). Our reference numbers qn200080876 and qn200080877 (two reference number due to two devices involved in the event).